Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
The subject coil was repositioned in the aneurysm four times and upon detaching it via electrolysis, the coil did not detached. However, the coil prematurely detached and broke into two pieces. One piece was in the microcatheter and the other piece was in the aneurysm. The portion of the coil that was in the microcatheter was pushed into the aneurysm with the delivery wire. After that, 4 more coils were deployed in the aneurysm with the same microcatheter and the operation was succeeded. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed in the hospital.

Event description:
The subject coil was repositioned in the aneurysm four times and upon detaching it via electrolysis, the coil did not detached. However, the coil prematurely detached and broke into two pieces. One piece was in the microcatheter and the other piece was in the aneurysm. The portion of the coil that was in the microcatheter was pushed into the aneurysm with the delivery wire. After that, 4 more coils were deployed in the aneurysm with the same microcatheter and the operation was succeeded. There were no clinical consequences to the patient.